Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of homechoice machine during dwell 3/4 of automated peritoneal dialysis (apd) therapy. Reportedly, during therapy hp noted that one of hp's supply bags were leaking. In response to this hp pushed the spikes in further on all the supply bags and continued therapy. Tsc assisted hp in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.